Event description:
It was reported that balloon rupture occurred. The target lesion was located in mildly tortuous and moderately calcified coronary artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 3-4 atmospheres the balloon ruptured due to the pinhole leakage. The device was removed, and the procedure was completed with another of same balloon. There were no patient complications reported.